Event description:
It was reported that two xience xpedition (4.0 x 28 mm and 4.0 x 15 mm) stents were implanted overlapping in a mid right coronary artery (mrca) and a dissection was seen requiring another xience xpedition 4.0 x 15 mm stent to be implanted as treatment for the dissection. Another xience xpedition 2.75 x 15 mm stent was implanted in a proximal circumflex artery to complete the procedure. Post-procedure, the same day, on (B)(6) 2013, there was an elevated creatinine kinase-myocardial band (ck-mb) of less than five times. There was no angina reported, no treatment provided, and no myocardial infarction reported. The elevated enzyme was reported as a non-serious event per the study physician. The elevated ck-mb resolved without an adverse patient sequela on (B)(6) 2013 and the patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use. Based on the reviewed information, no product deficiency was identified.